Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing an sds over the guide wire include, but are not limited to, inner diameter of the sds, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the sds or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is likely that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery that is 65% stenosed. The lesion was pre-dilated with an unspecified balloon and using a balance middleweight universal ii guide wire an unspecified stent delivery system was advanced; however, met resistance with the guide wire. The unspecified stent delivery system became stuck with guide and could not longer move forward. The system was taken out with some resistance and once removed coating was noted to be peeled off. A new unspecified wire was used to complete the procedure with the same unspecified delivery system. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.